Event description:
It was reported that the packaging of a transfer set was not air-tight and allowed for the leakage of air. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a sample analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.